Event description:
Customer reported to beckman coulter, inc. (Bec) that she was replacing co2 acid on the unicel dxc 800 synchron system (dxc 800) and noticed the paper carton was wet. Customer reported that she did not know the source of the leak. Customer reported that the spill tray had liquid. Customer reported that she has been running the dxc 800 without the piercer caps. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the lines to the electrolyte injection cup were "pinched off" causing the eic to overflow. The fse rerouted the lines to eic to prevent future problems. The fse found the pierce blade was broken. The fse ordered a new cap piercer blade/wick assembly for the customer. The fse verified the repairs were performed per established procedures. The fse also performed preventive maintenance.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).